Event description:
Notified by facility biomed of over infusion of fentanyl. Biomed unsure but thinks dose was pca 10 mcg, continuous 10 mcg/hr, with lockout 8 minutes. Stated pt required unk resuscitation and survived. Received event logs. Requested add'l details of event in order to investigate, including intended programming, concentration of drug, volume infused. Device not returned. Multiple attempts to obtain further details of event and resuscitation from nursing supervisor and risk manager have been unsuccessful. Investigation ongoing. Will file follow-up report when investigation is completed.

Manufacturer narrative:
Pt info requested and all available info is included.